Event description:
It was reported that the patient had a lead revision done in (B)(6) 2014. The patient had a right lead revision as the percutaneous lead was not covering what they needed to be covered. The patient did not have therapy for the right side and that was why they had the revision on (B)(6) 2014. The right percutaneous led was taken out and a new percutaneous lead was put in and kept the other left lead and the battery the same. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).